Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reports the use by date on the compact test strip vial as 03/2010. Manufacturer's certificate of analysis confirmed the actual use by date to be 02/28/2010. No adverse event reported. Requested return of suspect device and replacement was sent.